Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (accucheck). The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the call was reviewed. The patient stated that the issue first occurred on (B)(6) 2018, 11:50pm. The patient detailed she tested her blood and obtained an alleged inaccurately high glucose result of 228 mg/dl on the subject meter which she compared to a result of 182mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin (self-adjuster) and stated that she took her usual dose of insulin including sliding scale in response to the alleged product issue. The patient stated that 2 hours 40 minutes after the alleged product issue began she developed symptoms of ¿dizziness and almost passed out - insulin shock¿. The patient reported that she self-treated by consuming ¿a whole lot of juice¿. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.